Event description:
It was reported that cartridge alarm 30 occurred on multiple dates and that caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process and had not been previously reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump was confirmed for replacement, with further details documented in a separate pump replacement intake.